Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump and syringe pump modules displayed damage to the keypad buttons and appear to be flaking internally, primarily on the channel select and channel off keys. This was reported to bd representative during site visit. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the reported issue of internal flaking on the channel select and channel off buttons could not be confirmed during the investigation. The investigation could not include external or internal inspections, system log reviews, or laboratory testing due to the absence of returned devices or logs. However, the facility provided a photograph of the suspect pump module showing increased illumination or reflection in the channel select button. Although the exact cause cannot be confirmed without the physical device, the appearance is visually similar to a previous event (B)(4) in which internal variances in the keypad overlay paint layer produced irregular white blotches when illuminated. Nevertheless, due to the lack of a returned device for direct inspection, it cannot be concluded that the reported condition corresponds to the same phenomenon. According to the bd alaris¿ system user manual (v12.3.2), devices that appear to be damaged must not be used and should be sent to biomedical engineering for repair. Regular inspections are essential to prevent damaged devices from being returned to patient use, as using such equipment could result in patient harm. Additionally, only qualified personnel using proper grounding techniques should open the device cases to ensure safety and proper handling. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of apparent internal flaking on the channel select and channel off buttons could not be determined, as no devices or records were received for this investigation. However, the appearance shown in the facility provided photograph is visually similar to a previous event involving cosmetic variations in the keypad overlay; therefore, the reported condition may be attributed to a cosmetic observation that cannot be verified without the physical device. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump and syringe pump modules displayed damage to the keypad buttons and appear to be flaking internally, primarily on the channel select and channel off keys. This was reported to bd representative during site visit. There was patient involvement but no harm.